Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on thirty (30) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos and 48 samples for investigation. The photos were reviewed and show a device with the hub separated from the collar. Out of 48 samples, 20 returned samples were inspected for hub/collar separation and defective locking mechanism. One sample failed testing due to the hub being separated from the collar. In addition, 20 retain samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage, device separation, or needle breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on thirty (30) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. E.8. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.